Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2000. The month of manufacture was august. The ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The ventilator electronic unit was replaced to fix the reported issue.

Event description:
The hospital reported that, the bellows is stuck at the top without allowing mechanical ventilation. There was no reported patient involvement.